Event description:
Reporter purchased and used patch for pain on left hip. She removed after 6 hours due to burning sensation. There were two burn marks in the application area. Two days later, a large blister appeared, which broke after two days. She has been applying antiseptic cream and keeping it covered. Later, blister area was still weeping and she is continuing topical treatment.